Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer went to sleep and when customer woke up the device had a blank screen. No beeps heard over night. Customer uses duracell batteries. But currently had an energizer battery inserted. Customer currently disconnected. The device was not dropped or bumped. Battery cap and compartment appears to be fine. Customer inserted a new battery and display returned. The device passed self test. Customer was advised to monitor the device. Customer's blood glucose was 4.7mmol/l. No further information reported.